Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient noticed it pulsated all the time and due to the pulsations, they decreased stimulation to where they no longer felt stimulation, but felt stimulation when they changed to different body positions, leaned on it leaned forward. The patient also reported they had retention symptoms, which was confirmed to be their baseline symptom. The patient stated they were pretty groggy, the instructions were from a representative to their husband, and the representative stated they should use a program for about a week before switching. The patient stated they told them to work with the settings to see which was best for them. The patient stated they started on program 4 and was at 1.0, but decreased the night before and again the morning of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the cause of the pulsating stimulation was that ¿only certain programs caused sensation in the left leg.¿ the hcp reported that they increased the rate to 2.1 and changed programs to resolve the pulsating stimulation. The hcp also reported that the cause of the positional stimulation was not determined, and the steps to resolve were also that they increased the rate to 2.1 and changed programs on (B)(4) 2018. No further complications were reported.